Event description:
As reported summary: lv lead's pacing threshold had increased to 5v and had an impedance measurement of 287 ohms. The lead was capped. This is the same event as MDR: 2183787-2018-00060.